Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-12453. It was reported the patient had been receiving inadequate coverage. No impedance issues were present. In turn, the patient's leads were relocated via surgical intervention on (B)(6) 2018. Surgical intervention addressed the patient's issue.